Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
It was reported the colonovideoscope had an e315 scope error. The issue occurred during reprocessing.there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: e1, g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: large amount of black water was found inside the control body, scope connector, scope cover and bending section cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image abnormality, e315 error was caused by water seeping into the scope connector, causing water droplets to adhere to the circuit board and causing a short circuit. The most probable caused traced to component failure. A definitive root cause for foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.